Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sheath was upsized to 12 and 18f and the aaa procedure was completed. One of the preplaced sutures was being held, while the 18f sheath was moved; the suture broke. Another proglide suture was placed. Closure was attempted with the two proglide sutures; however, hemostasis was not achieved. The vessel was incised and checked prior to closing. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.